Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, the tip of the ancillary trocar broke when pulling through the gastric pouch. The suture came off. The tip was retrieved. A trocar from a new device was used to complete the procedure. There was no impact to the patient. The device was discarded. (B)(4)